Event description:
Dr noticed prior to use on the pt that the inner introducer,which is normally approx 3mm longer than the outer cannula,was extending 11mm beyong th outter cannula,8mm longer making biopsy site location off by 8mm, according to dr. Dr discarded it and opened another package & noted this also had the same problem.dr then looked through all three boxes he had received, and found that all,with same lot number,had this same issue.